Event description:
The site reported that the patient, who was originally implanted with bvad excor blood pumps on (B)(6) 2024 had a stroke on (B)(6) 2024, and left side of the body was lightly recovering. Patient was neither intubated nor sedated. According to the site, the patient had previously viral infection at the time of implantation and later bacterial infection. The infection is under control. Fibrin clots was observed on both the pumps. Thrombectomy was performed and fibrin was removed after the stroke event and deposits are under control. However, slight deposits were found in both pumps, especially in the right side. The pumps functioned as intended. The patient was withdrawn from support upon request by the patient's family and died on (B)(6) 2024.

Manufacturer narrative:
The excor blood pumps, s/n, (B)(6) (lvad) was in use on the patient from (B)(6) 2024 until the time of the event for 14 days. We have reviewed the production records of the excor blood pump, s/n (B)(6), the pump was produced according to our specification. The right excor blood pump will be submitted as 3004582654-2024-00024. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
The excor blood pump, lvad s/n (B)(6), and rvad s/n (B)(6) (3004582654-2024-00024) and cannulas, connecting sets used on patient were returned to berlin heart gmbh on (B)(6) 2024 for investigation. Berlin heart performed a variety of examinations including visual analysis, functional test, and internal examination for deposits. The blood pump lvad s/n (B)(6), was cleaned and disinfected to test its functionality. No abnormalities were found. The pump performance met our specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. Normal operating noises could be heard during the test. Furthermore, blood paths were checked, and they were smooth. For further evaluation, the blood pump was disassembled, and the individual membrane layers were examined. All three layers were intact, and the graphite distribution was uniform without any gaps. No defects or malfunctions were found. Visual inspection of returned cannulas and connecting sets, observed no damages. The clinic stated that there were no problems with the excor system during the entire therapy. The blood pumps maintained complete fill and ejection. Based on the evaluation findings excor system functioned as intended. Detailed failure investigation report is attached.